Event description:
When user hung the ifosfamide/mesna, user spiked the bottle and hung it on the pole and about 10 sec later, the spike slipped out of the bottle and user caught it. It did not get contaminated, so user respiked the bottle and taped it in so it would not slip out again. User notified their nurse manager.